Event description:
The pt was taken to surgery for insertion of a catheter to be used for hemodialysis. In recovery room, a portable chest x-ray was obtained for line placement. Twenty mins later the pt developed a seizure with a drop in bp and o2 sat. The seizure ended without requiring treatment. Bp and o2 sat improved. Ten mins later, bp and respirations and o2 sat dropped. Pt was intubated. Cardiac arrest. Radiology called to say the tip of the catheter was probably in the right pleural space. Right chest tube inserted. Return was serosanguinous yielding frank blood. Chest tube clamped after 1500 cc of fluid removed. Emergency right thoracotomy done in recovery room. Large right hemothorax was seen. The catheter appeared to be exiting the superior vena cava. Open cardiac massage done. The pt was transferred to or. Svc perforation was repaired. The catheter was removed. Despite aggressive treatment, the pt expired at 3:20 pm. The equipment was not retained. Hosp is unable to determine if it was defective.